Event description:
After the cardiac ep the md applied skin affix topical skin adhesive (B)(4), lot # p00209486, exp date: 02/28/2019, medline). The md noted a shard of glass protruding through the applicator. No injuries were reported this is close call, related lot # removed throughout hospital no other issues reported. Diagnosis or reason for use: closure.